Event description:
It was reported that the pt encountered an out of regulation (oor) condition when attempting the stimulation. But, the oor condition was not repeated when the pt's implantable neurostimulator was interrogated by the healthcare provider (hcp). Impedance readings were greater than 10,000 ohms on electrode 0 and 2. The impedance test was run again after the amplitude was increased to 3.0 volts. Impedance readings were, then, between 11,726 ohms and 19,637 ohms for electrode 0. The pt was programmed at 3+, 4+, 5-, 2.1 volts, 510 pulse width, and 40 hz. The group impedance was 993 ohms. The pt did not have any issues with stimulation or coverage. It was later reported that the pt experienced intermittent stimulation. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).